Manufacturer narrative:
(B)(6). This report is for an unknown 5mm prodisc c implant. It is unknown if the device has been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. On (B)(6) 2012 it was reported that 1821 days postoperatively ((B)(6) 2012) the patient had increased numbness in arm when lying in bed. Severity: mild. No action required. Course of action: patient will continue to follow-up. The current state of event is ongoing. On (B)(6) 2013 it was reported that 2007 days postoperatively ((B)(6) 2013) the patient had worsening sympathetic dystrophy symptoms in all four extremities. Severity: moderate. Action required / course of action: patient is under care of a neurologist. Current state of event: ongoing. On (B)(6) 2013 it was reported that 2146 days postoperatively ((B)(6) 2013) patient had left hand pain (arthritic type feeling). Severity: mild. No action required. Course of action: patient takes (B)(6) when needed. Current state of event: ongoing. On (B)(6) 2013, it was reported that 2157 days postoperatively ((B)(6) 2013), the patient had c4-c5 focal kyphosis as noted from imaging. Severity: mild. Action required: MRI of cervical spine. Course of action: an MRI of the cervical spine has been requested; patient will follow-up once this has been completed. Current state of event: ongoing. On (B)(6) 2013, it was reported that 2157 days postoperatively ((B)(6) 2013), the patient had c4-c5 degenerative changes as noted from imaging. Severity: mild. Action required: MRI of cervical spine. Course of action: an MRI of the cervical spine has been requested; patient will follow-up once this has been completed. Current state of event: ongoing. The patient presented the following potential adverse events (ae¿s) during the month 84 visit on (B)(6) 2014: neuro deterioration. This report is for an unknown 5mm prodisc c implant. This is report 1 of 1 for com-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a prodisc-c device at c6-c7 on (B)(6) 2007. The operative time was 108 minutes and 100 cc of blood was lost during the procedure. No intra-operative antibiotics were administered. The patient was implanted with a medium 5mm prodisc-c implant. There were no intraoperative complications. The patient was discharged to home on (B)(6) 2007 and was prescribed 1-2 5/325 mg units of percocet every 4-6 hours as needed. Radiological assessments were taken at each of the designated follow-up visits. Mild adjacent level disc degeneration was noted on the month 24 radiological assessment. Moderate adjacent level disc degeneration was noted at the 36, 48, 60, 72, and 84 month follow-up visits. On (B)(6) 2007 it was noted that the patient experienced numbness around jaw, lips, and tip of nose (numbness non-index level related) post-operatively on the day of surgery ((B)(6) 2007). The severity of the event was listed as mild. There was no action required. Course of action: patient will follow-up at next interval follow-up visit. The current state of event is resolved. It was reported on (B)(6) 2007 that 8 days postoperatively ((B)(6) 2007) the patient had swallowing difficulty (dysphagia). The severity of the event was mild. There was no action required. Course of action: patient will follow up. Current state of event: resolved. It was reported on (B)(6) 2009 that 543 days after surgery ((B)(6) 2008) the patient had back and left thigh pain (possible lumbar radiculopathy). The severity of the event was mild. No action required. Course of action: per physician's assessment cervicothoracic junction pain which is most likely myofascial; patient advised to continue home exercises and use heat and ice; prescription of diclofenac and soma given. Impairment- burning and stinging; type: temporary. The current state of the event is resolved. On (B)(6) 2009 it was reported that 673 days postoperatively (on (B)(6) 2009) the patient had neck pain. Severity: moderate. No action required. Course of action: patient has had trigger point injections and nerve block; MRI was suggested, but patient has not had this done yet. Current state of event: resolved.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of sensory deterioration, which was further described as mild arthritic feeling in the hand. This event occurred at month 84 post-operatively, and there is no indication that this event was related to the surgery or implant. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of sensory deterioration, which was further described as mild arthritic feeling in the hand. This event occurred at month 84 post-operatively, and there is no indication that this event was related to the surgery or implant. If additional information becomes available, this determination should be re-reviewed by a clinician.

Manufacturer narrative:
Date of onset for the patient¿s neuro deterioration is unknown. However, the diagnosis was confirmed via follow up visit on (B)(6) 2014. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via prodisc-c clinical study that a patient was implanted with a 5mm, medium prodisc-c device at c6-c7 on (B)(6) 2007. There were no intraoperative complications noted. During the month 84 follow up visit on (B)(6) 2014, the patient presented with neuro deterioration. The patient's sensory evaluation was noted to be abnormal. This report will address the patient's reported neuro deterioration. All other adverse events will be captured in a separate complaint ((B)(4)).